Event description:
Boston scientific crm received info that this right ventricular (rv) lead was indicating ventricular waves at implant with the pacing system analyzer (psa) were 10mv. Post-implant ventricular wave measurements were 2.0mv when measured through the device. A boston scientific crm technical services (ts) consultant discussed the difference between psa and device based measurements as well as localized tissue damage. Ts suggested that the measurements may improve as the tissue heals. It was later reported that the lead had changed positions. The physician opened the pocket and repositioned the lead successfully. Implant date is not available.